Event description:
Device malfunction: none. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: after the procedure. It was reported that the physician successfully achieved arteriotomy closure with a perclose proglide after an uneventful left internal / common carotid artery stenting procedure. The patient was discharged to home one day post procedure. Seven days post procedure, the patient was readmitted to the hospital with the diagnosis of pseudoaneurysm at the access site. A femoral ultrasound and an angioplasty were done. The site was stented and the patient was discharged to home the next day. There is no additional information available.

Manufacturer narrative:
Correction MFR#: this MDR is being filed to replace MFR # 2953144-2007-00001 filed on 06/14/2007.